Event description:
A surgeon reported that the system footswitch was not calibrated, and it didn't run satisfactorily according to the commands. The event occurred during a cataract with iol (intraocular lens) implant surgery. The procedure was completed with the same system and the same footswitch. There were no injuries to the pt or cancellations but there was a ten minute delay.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).